Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation, the device displayed an error message. It was noted that when attempting to run a capture threshold and sensing test, the device forced programmer reboot after displaying the error message. The clinician attempted to reboot the programmer multiple times but received the same error. Programming changes were made, which appeared to resolve the issues. The patient was stable before, during, and after the device interrogation and will continue to be monitored.